Event description:
The healthcare professional reported the white twist clamp separated from the blue end of the transfer set. This was noted during use with no pt injury or medical intervention required according to the healthcare professional.